Event description:
On (B)(6) 2009, the patient reported that she removed the insulin cartridge on (B)(6) 2009, because she did not feel it was inserted in the infusion device properly. When she removed the insulin cartridge, the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. She switched to her backup infusion device and allowed the primary device to dry upside down under a lamp. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.